Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the IV shield fell off, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: on the afternoon of (B)(6) 2023, when visiting the blood collection room of the reproductive center, the head nurse of the blood collection room reported that the needles of the batch of venous blood collection needles that morning had fallen off, and hoped that the company would pay attention to the verification.

Manufacturer narrative:
H.6 investigation summary: material #: 301746. Lot/batch #: 2271009. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the IV shield fell off, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: on the afternoon of (B)(6) 2023, when visiting the blood collection room of the reproductive center, the head nurse of the blood collection room reported that the needles of the batch of venous blood collection needles that morning had fallen off, and hoped that the company would pay attention to the verification.